Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The mid lad (left anterior descending) was severely tortuous and 98% stenosed. Pre-dilatation was performed, but the taxus liberte drug eluting stent could not cross the lesion. Not pt injuries or complications were reported. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned for analysis and visual examination of the returned device revealed proximal stent damage. Some of the stent struts were misaligned. No kinks or damage was found along the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause of this event is operational context.